Event description:
It was reported that an audible alarm and crack right plunger case was observed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).. A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals found intact. The investigation found a broken right plunger case at screw threaded hole. The pump event history showed a primary audible alarm background (bgnd) error in pump error history log (ehl). During the evaluation, the reported issue could not be verified after flow and occlusion tests or duplicated. The cause of the reported issue and the root cause was undetermined. The technician replaced the speaker as a preventative measure. Replaced cracked right plunger case and broken left case. Performed all functional test which passed